Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements and increased threshold measurements. There was a concern the lead was beginning to fracture. An invasive procedure was performed and this lead was surgically abandoned. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.